Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device me5213 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on unknown date and the suture was used. It was also reported that the suture was detached from the needle easily during interrupted suturing. It was not a control release needle. There were no adverse patient consequences reported.